Manufacturer narrative:
The data acquisition assembly was returned for failure evaluation. No-fault found. Fi investigation could not replicate problem.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 22feb2021.

Event description:
It was reported to philips that while performing a test run in the sales office a "check vent: proximal pressure sensor auto-zero failed" alarm occurred. The device was not in clinical use at the time of the event. This issue occurred while testing in the sales office. There was no report of patient impact or user harm. The philips service technician evaluated the ventilator and the reported issue was unable to be confirmed by an operational check performed. Since an occurrence of proximal pressure sensor auto-zero failed was confirmed in the event log, the service technician replaced the data acquisition (da) board to prevent a recurrence. The device passed functionally testing and was returned to service.